Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on at with a high blood glucose level of 455 mg/dl. The customer did not provide information on their hospitalization. The customer stated that their insulin pump stopped delivering insulin leading to the issue. The customer was sent a new serter and sensor because the cannula was bent when the customer was admitted in the hospital. The customer did not return the product back for analysis.